Manufacturer narrative:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing. Upon investigation multiple wires on the electrode belt were severed. The root cause for the damaged cable was unable to be positively identified. There were no adverse events associated with the damaged belt.

Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.